Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited fluctuating pacing impedance measurements, and gave an out of range pacing impedance measurement. It was also noted that this lead was sensing noise. A lead malfunction was suspected, and a surgical procedure was scheduled to replace this lead. Until then, the device (energen, model f140, serial (B)(4)) was programmed to monitor + therapy because of the noise.

Event description:
This lead was subsequently explanted two years after the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned severed 59 cm from distal tip. Only the distal segment of the lead was returned. The extracting stylet was stuck inside the lead. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.